Manufacturer narrative:
The insulin pump was received with blank display due to corroded electronic assemblies. No vibrating noted. Analysis was unable to verify replace battery now alarm due to blank display. The insulin pump was received with corroded motor home switch, cracked case corner of the belt clip rails near the battery compartment and minor scratches on lcd window.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported via phone call that the insulin pump had a blank display after moisture exposure. The device vibrated and went blank. The patient's blood glucose at the time of incident was 7.8 mmol/l. During troubleshooting the insulin pump display returned. However, the display did not remain functional. The insulin pump was not returned for analysis.